Event description:
It was reported that the pump battery could not be charged with the tandem-provided charging pad. Reportedly, the customer was also using a non-tandem provided charging cable and wall adapter to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary charging pad.